Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the physician had set the leadless implantable pulse generator (ipg) to a setting of 80bpm and w hen the patient checked their heart rate it was 30bpm. The leadless ipg remains in use. No patient complications have been reported as a result of this event.